Event description:
It was reported that this right ventricular (rv) lead was explanted because it was fractured. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.